Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. The ventilator passed all testing and no events were observed in the device's downloaded event log that would indicate a malfunction of the device or its alarms occurred. The device was found to operate and alarm as designed. The reported of the event stated that when the pt became decannulated, the tracheostomy tube was occluded by their bed clothes. When the ventilator was received by the MFR for evaluation, the apnea, low tidal volume, and low respiratory rate alarms were disabled.

Event description:
The MFR received info alleging a ventilator did not alarm when the pt became decannulated. The pt expired.